Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal sufenta 50 mcg/ml at 25.02 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a MRI. The patient¿s alarm went off on (B)(6) 2018 and the rep verified on the date of this report in the logs that a motor stall occurred/tube set on (B)(6) 2018. It was confirmed by the patient there was no electromagnetic interference or MRI that took place as they were laying in bed at 2:16am and the pump alarmed. It was noted they either wanted to put the pump at minimal rate or shut it off due to the patient wanting to replace it. The rep and the doctor decided to shut the pump off completely via the password, so it would not alarm. Consistent volume discrepancies in the patient had not changed. Patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was scheduled to be replaced on 2018-(B)(6) and the cause of the motor stall was not determined. Currently, the motor stall event had not been resolved and the pump was turned off with the code. The pump would be returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the return paperwork for the pump indicated the pump was replaced on (B)(6) 2018 and was received for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient initially reported the event. It was reported no actions/interventions were taken to resolve the motor stall and a replacement was not yet scheduled. The cause of the motor stall was not determined. The patient¿s weight at the time of the event was unknown. It was noted the pump was still implanted and permanently stopped and would be returned if replaced. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.